Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the hospital in a septic condition after being attended to by paramedics. The patient was transferred to the intensive care unit (ICU) and intubated. The physician determined the device pocket was infected and a procedure was performed to open the wound, externalize the device, and address the primary source of the infection. Pacing output was increased on the device and it was removed from the pocket. However, during the procedure the right ventricular (rv) lead was inadvertently dislodged. Ventricular pacing was lost and cardiopulmonary resuscitation (CPR) was commenced. The abandoned rv lead was uncapped and connected to the pacemaker and pacing was restored. The current rv pacing lead was explanted and the device pocket was surgically cleaned. The pacemaker was left external and a dressing was placed over the wound. The physician was satisfied with the pacing and the patient's blood pressure was stable. Sometime following this intervention, the patient passed away in the hospital due to their septic condition.